Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The segmental stem was implanted thus was unable to be further evaluated. The sales representative indicated that the appropriate instrument was not used during the surgery to prepare the bone. Should additional information be obtained the report will be supplemented.

Event description:
The patient's proximal femur fractured while implanting a canal filling bowed stem.